Event description:
Patient has an implanted ICD (implantable cardioverter-defibrillator) that experienced a diagnostic reset on (B)(6) 2026. Device is a medtronic model dvpa2d4 cobalt xt vr that was implanted on (B)(6) 2025. Diagnostic reset resulted in loss of historic rate histogram and pacing data. May be related to a fall experienced by the patient around the time of reset.